Manufacturer narrative:
(B)(4). It was reported this patien is under two years of age. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The receiver data log was reviewed on 08/29/2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient is under two years of age. The patient's father did not report injury or medical intervention.